Event description:
It was reported that charging pad for tandem mobi pump did not charge and charging supplies were not functional. There was no reported impact to the customer¿s blood glucose level. Customer chose to use injections while waiting for replacement charging supplies, and technical support arranged shipment of new charging equipment with two-day delivery, with no additional outcome information provided.